Event description:
The customer alleged that there was noise when powering up the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer alleged that there was a beeping noise heard when powering up avalon fm20 fetal monitor. The device was in use at time of event. There was no reported patient impact / injury.